Event description:
It was reported via clinical trial that a patient developed an infection at the graft, requiring surgical intervention. The event was considered resolved with sequelae, target lesion related, probable device related, and possible procedure related.

Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available, it will be submitted in a supplemental report.